Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 396.891, lot: 4l51118, manufacturing site: hägendorf, release to warehouse date: 20 may 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: one of the five returned holders is in good condition with no discernible signs of wear or damage. Functional test: functional test was performed with the returned trial implant (396.924 lot 8596829) and did not show any abnormalities, the trial implant could be connected and disconnected to the holder as intended. Dimensional inspection: dimensional inspection of the instruments was performed at the time of manufacturing according to the test instruction without any non-conformities noted. Document/specification review: the returned holders were manufactured in may 2019 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. Summary: the present holder is in good condition and the proper function with the trial implant is ensured. Hence, the reported complaint condition is unconfirmed. The review of the production history revealed that this production lot was manufactured in may 2019 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. Furthermore, these instruments are function checked per 100% before they leave the manufacturing site. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported an unknown date that 5 cervios implant holders was failed and cannot be dismantled after connecting a trial to the holder. The procedure was successfully completed without surgical delay. There were no patient consequences. This is report 5 for 5 (B)(4).